Manufacturer narrative:
At this time the customer will not be returning the devices for investigation.

Event description:
General report received of an unspecified number of undocumented tubing separations during patient use. No specific patient or event information was provided. Multiple unsuccessful attempts have been made to obtain additional information.